Event description:
The customer was found unresponsive and shaking in their sleep. Their family member tested their blood glucose and the device gave a reading of "hi". An ambulance was called and the emt's received a result of "lo". The customer was given a shot of glucose. The customer's family member feels that the meter was causing customer to give too much insulin. The wrong controls were in use. A request was made for the return of the suspect device and replacement was sent.